Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A japan complainant reported that during impella cp support the automated impella controller (aic) screen suddenly froze. The aic was exchanged. No harm to the patient was reported.

Manufacturer narrative:
D6b, date of explant, has been added.

Event description:
Clinical rationale: an impella cp device was inserted into the femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on an extracorporeal membrane oxygenation (ECMO), and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the automated impella controller (aic) screen froze. The aic was exchanged for a new aic. There was no noted interruption of flow or support for the patient. Ten days after impella insertion, the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage c shock.

Manufacturer narrative:
This follow-up report is being submitted to update sections b2, b5, and h6 based on new information received on 11-nov-2025 and to document investigation conclusions. Section b2 has been updated to include patient death and date of death. Section b5 has been updated to include additional information that was not included in the initial report. The revised b5 provides a complete event narrative. Section h6 health effect ¿ impact code f02 (death) has been added. Section h6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary : the cause of the aic screen froze during support was not determined due to an inability to reproduce.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.